Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of clinical use and evidence of blood were observed. Heavy buildup of blood and charred tissue was observed at the jaw. The silicone insulation was burned with detachment at the tip of the cold jaw. Char and whitish cracking of the boot was observed. This analyzed failure was not reported by the account. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply (B)(4) at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. No smoke and/or steam which could be considered excessive was observed during the testing. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues for the complaint unit during our testing. Based on the results of the evaluation, the reported complaint was unable to be confirmed, but confirmed for "burn of device." (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro there was a continuous beeping and lots of smoke. It continued to beep without pressing the button forward. When the harvester pulled out the entire apparatus it was charred and hot on the outside like it had been held under a fire. We discontinued use at that point and a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro there was a continuous beeping and lots of smoke. It continued to beep without pressing the button forward. When the harvester pulled out the entire apparatus it was charred and hot on the outside like it had been held under a fire. We discontinued use at that point and a replacement device was used to complete the procedure. The hospital did not report any patient effects.